Manufacturer narrative:
Approximate age of device ¿ 1 year 11 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4)2017. It was reported that log files were received. The patient had a hemorrhagic and embolic stroke. The log file analysis showed 2 no external powers while on batteries; these looked to be an issue with the patient's battery clips there were associated with power cable disconnects while on batteries. The parameters stabilized since the speed was increased to 9800 rpm. There were low voltage advisories due to the patient running the batteries down below the low voltage advisory threshold. There were no other unusual events seen within the log file.

Manufacturer narrative:
Device manufacture date: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(4), and the reported events could not conclusively be established through this evaluation. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4). Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hmii lvas IFU lists stroke, bleeding, and thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.